Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 28 mg/dl with blurred vision, difficulty speaking, and severe headache. It was reported the pump powered off and when power was restored, an unknown amount of insulin was inadvertently infused. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued then remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hypoglycemia was attributed to a use error.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.